Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused leakage and water invading the subject device during user handling which caused abnormality in electronic components. The event can be detected/prevented by handling the device in accordance with the following instructions for use: "- inspection of the endoscopic image -perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during reprocessing it was discovered that the device was leaking air/water. There were no reports of patient harm associated with this event. The subject device was sent back to olympus for evaluation. During inspection and testing the following was found: no image. This report is being submitted for the malfunction found during evaluation (no image).

Manufacturer narrative:
D4: UDI not available; device not distributed in us. The device was returned to olympus, testing and inspection found no image. During testing and inspection the following was also found: the customer¿s complaint (air/water leakage) was confirmed and caused by a cut in the bending section of the insertion tube. Additionally, they found that the adhesive on the bending section cover was peeling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.